Manufacturer narrative:
(B)(4). The device was returned for analysis. The separation was able to be confirmed. The kink was unable to be confirmed however it is likely the shaft separated at the kinked location. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. A 2.75x23mm xience xpedition rx stent delivery system (sds) was advanced through the guide catheter and the hypotube kinked and separated. Reportedly resistance was noted with the guide catheter due to bad alignment. The pieces were easily removed. A same size unspecified stent was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.